Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient¿s family member reported that the patient¿s interstim didn¿t work anymore, for many years now. The caller reported that the patient ¿fell off¿ their ¿butt and it broke.¿ the caller stated that no health care physician (hcp) was monitoring it and that no one turned it off. The caller stated they were guessing ¿it just died.¿ there were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.